Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.